Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("they removed right side essure that had come out and embedded elsewhere."), device expulsion ("migration of essure: right essure coil protruding into uterine cavity, device expelled causing vaginal discomfort"), pelvic pain ("pelvic pain/pain right side"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic ovarian cyst ("right ovary hemorrhagic follicular cysts"), autoimmune disorder ("autoimmune disorder: it is unknown my disorder does not have name") and neoplasm ("tumor/teratoma/cancer: tumor on right side") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and hypertension. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2000 to 2009 for birth control as well as colecalciferol (vitamin d3) since 2009, curcuma longa rhizome (turmeric) since 2009, duloxetine, furosemide from 2013 to 2017, hydrocodone bitartrate;ibuprofen (vicoprofen) from 2013 to 2017, levothyroxine sodium (levothyroxin), losartan, meloxicam from 2013 to 2017, metformin since 2010, metoprolol, ondansetron (zofran) since 2009, potassium and tramadol from 2013 to 2017. In 2009, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes") and neoplasm (seriousness criterion medically significant). In september 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the second episode of dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In january 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant) and depression ("other injury or comp0lication: depression") and was found to have weight increased ("weight gain/loss: weight gain"). In 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vulvovaginal discomfort ("vaginal discomfort"). In june 2013, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and endometriosis ("reproductive system disorder or condition: symptomatic endometriosis") and was found to have leiomyoma ("leiomyoma"). In 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), adrenal disorder ("he cannot explain some of the hormonal levels of my adrenal glands etc. In my body"), nausea ("nausea"), alopecia ("gastrointestinal or digestive system condition-pain, hair loss"), gastrointestinal pain ("gastrointestinal or digestive system condition-pain, hair loss"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), abdominal pain lower ("right lower abdominal pain") and back pain ("lower back pain"). The patient was treated with ibuprofen, tamsulosin and surgery (hysterectomy (full), oophorectomy (one side removal of ovary), salpingectomy (bilateral)., ablation, removed during hysterectomy and underwent hysteroctomy to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device and device expulsion had resolved, the pelvic pain and abdominal pain was resolving and the menorrhagia, haemorrhagic ovarian cyst, autoimmune disorder, vulvovaginal discomfort, the last episode of dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, adrenal disorder, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, nausea, endometriosis, leiomyoma, neoplasm, vaginal discharge, weight increased, depression, alopecia, gastrointestinal pain, visual impairment, eye disorder, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, alopecia, autoimmune disorder, back pain, bladder disorder, depression, device expulsion, dyspareunia, embedded device, endometriosis, eye disorder, fatigue, female sexual dysfunction, gastrointestinal pain, haemorrhagic ovarian cyst, headache, hormone level abnormal, leiomyoma, menorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal discomfort, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient sought treatment for her symptoms, my kidney doctor has told me that one day a medical journal will come out and maybe it will explain my condition. No one has been able to the can only stabilize me with 16 medications, I take daily; current weight: 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event device dislocation updated to expulsion and they removed right side essure that had come out and embedded elsewhere was added,ablation procedure added to menorrhagia as treatment.concomitant and treatment drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure: right essure coil protruding into uterine cavity"), pelvic pain ("pelvic pain/pain"), haemorrhagic ovarian cyst ("right ovary hemorrhagic follicular cysts") and autoimmune disorder ("autoimmune disorder: it is unknown my disorder does not have name") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and hypertension. Concomitant products included levothyroxine sodium (levothyroxin), losartan and metoprolol. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), neoplasm ("tumor/teratoma/cancer: tumor on right side"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: weight gain") and depression ("other injury or complication: depression").in 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vulvovaginal discomfort ("vaginal discomfort"). In 2013, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines/headaches"), headache ("migraines/headaches"), endometriosis ("reproductive system disorder or condition: symptomatic endometriosis") and leiomyoma ("leiomyoma"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), scan adrenal gland abnormal ("he cannot explain some of the hormonal levels of my adrenal glands etc. In my body"), nausea ("nausea"), alopecia ("gastrointestinal or digestive system condition-pain, hair loss"), gastrointestinal pain ("gastrointestinal or digestive system condition-pain, hair loss"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), abdominal pain lower ("right lower abdominal pain") and back pain ("lower back pain"). The patient was treated with ibuprofen, surgery (hysterectomy (full), oophorectomy (one side removal of ovary), salpingectomy (bilateral),ablation) and surgery (underwent hysteroctomy to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, haemorrhagic ovarian cyst, autoimmune disorder, vulvovaginal discomfort, the last episode of dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, scan adrenal gland abnormal, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, nausea, endometriosis, leiomyoma, neoplasm, vaginal discharge, weight increased, depression, alopecia, gastrointestinal pain, visual impairment, eye disorder, abdominal pain lower and back pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, gastrointestinal pain, haemorrhagic ovarian cyst, headache, hormone level abnormal, leiomyoma, menorrhagia, migraine, nausea, neoplasm, pelvic pain, scan adrenal gland abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal discomfort, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient sought treatment for her symptoms, my kidney doctor has told me that one day a medical journal will come out and maybe it will explain my condition. No one has been able to the can only stabilize me with 16 medications, I take daily; diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder: it is unknown. My disorder does not have name. My kidney doctor has told me that one day a medical journal will come out and maybe it will explain my condition. He cannot explain some of the hormonal levels of my adrenal glands etc. In my body. No one has been able to the can only stabilize me with 16 medications, I take daily; bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, migraines/headaches, migration of essure: right essure coil protruding into uterine cavity, nausea, pain, reproductive system disorder or condition: symptomatic endometriosis, right ovary hemorrhagic follicular cysts, leiomyoma; tumor/teratoma/cancer: tumor on right side, vaginal discharge, weight gain/loss: weight gain, depression were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle "), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with hysteroctomy to remove essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient sought treatment for her symptomsincidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.